Event description:
During follow-up, premature battery depletion was suspected due to a sudden decrease in battery voltage. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
Analysis showed device was operated in high output mode with autocapture enabled. The post explant eri occurring on (B)(6) 2017 was likely due to cold temperature exposure under high output setting conditions. The device image shows the battery voltage during the entire implant duration was normal, above eri. Electrical and mechanical tests indicated that the device exhibited normal characteristics with no anomalies. The results of the investigation concluded the analysis indicated normal battery depletion with the device still at above eri level and is fully functional.